Event description:
Rn was disconnecting/unscrewed IV tubing from clave connector on port needle tubing and a small piece of the blue clave fell off. Lower clave site used to flush port instead and faulty device was given to the supervisor. Port de-accessed at that time for discharge. No harm noted. IV device had been in use since few days.